Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 20-0074 corrective action 6. Investigation revealed that the electrode is strongly bent and broken off at the distal tip. It is assumed that the electrode has been severely mechnaically damaged (bent) and thus it is broken. The event is filed under internal karl storz complaint ID (B)(4).

Event description:
It was reported that there was event with a electrode. According to the information received, the device broke during surgery. No patient harm reported. Additional infromation is not available.